Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the device memory indicated that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. With the device being stored below the recommended storage temperature it is known that the battery voltage readings can be low enough to set a low voltage alert. The battery did recover after the device was removed from the cold.

Manufacturer narrative:
At this time, the product remains in field stock. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device, prior to implant, recorded a code 1003; indicative of battery voltage too low for the projected remaining capacity. The temperature was reportedly 55 degrees that day; however it was thought the code was due to cold weather. The device was not implanted and disk analysis was suggested. There was no patient involvement.